Event description:
It was reported that during preparation for a water vapor therapy procedure, an error courtesy message was prompted by the console after it was turned on. The error courtesy message instructed to re-start the generator. The generator was re-started but the same error message occurred. The procedure was cancelled and rescheduled; however, the patient is believed to have been mildly sedated at the time of the event. There were no complications to the patient as a result of the event. This event is being reported for aborted/cancelled procedure with a patient under anesthesia.